Event description:
It was reported to tyco healthcare that a customer had a problem with the magellan safety needle. The customer reports that after giving injection the nurse attempted to lock safety cap in place but it did not work. The nurse some how had a needle stick injury. Nurse again attempted to lock safety cap in place but it would not work.